Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to the device not working properly. It was explained that the doctor observed a hole in the balloon though it was unknown how the hole occurred. A new balloon was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the balloon shell consistent with tool damage that is attributable to handling of the device most likely during implantation. The most probable cause for this complaint is considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, causing or contributed to the error. Inspection of the remainder of the device revealed no other damage or irregularities. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was able to confirm the reported hole perforation of the balloon component.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to the device not working properly. It was explained that the doctor observed a hole in the balloon. It is unknown how the hole occurred, but the physician does not feel that a device issue was the cause of the perforation. The perforation occurred a month before this surgery. Another balloon was implanted. The patient improved after this surgery, and is now stable.